Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and repair. The device evaluation found an e433, permanent reboot error, in the error log. The evaluation also found the front panel was broken and there were cracks found around the connectors. It was also found that the generator board was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the device evaluation, the cause of the e433 error was due to a defective generator board. This error is traced back to the generator board and relay board. The subject device within this report was manufactured prior to a design change (an improved generator board was introduced) that was implemented to prevent reoccurrence. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device. Supplemental report(s) will be submitted should any relevant new information is available.

Event description:
The customer reported to olympus, that when switching the generator on it says the error that it will restart automatically. The issue was found during preparation for use for an unspecified procedure. The device was returned for evaluation. During the device evaluation , an error e433, permanent reboot error were observed on the device data log. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.